Manufacturer narrative:
The product investigation was completed. Device evaluation details: the qdot micro device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and screening test of the returned device were performed following j&j medtech procedures. Visual analysis revealed reddish material and a hole in the surface of the pebax. The device was connected to the carto 3 system and no errors were observed. The force feature of the device was evaluated and the force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device 31452625l number, and no internal action was found during the review. The reddish material inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The root cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instruction for use states: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode. As part of j&j medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through j&j medtech¿s quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that the patient underwent an atrial fibrillation - persistent ablation procedure with a qdot micro¿ catheter and post procedure the bwi product analysis lab identified a hole in the pebax. During the procedure, the physician felt uncomfortable with the way the force vector was behaving. There were no errors displayed on the carto 3 system. The cable was replaced without resolution. The catheter was replaced and the issue was resolved. Procedure continued. No patient consequences were reported.